Event description:
It was reported that the ilet device experienced a charging problem requiring the user to hold or weigh down the charger cable for the pump to charge, consistent with a malfunction of the battery charger component. Customer care provided support that included battery charger replacement logistics. Investigation of this case revealed a power source problem associated with the battery charger, aligning with a charging problem of the device. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.